Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe and cracks in the adhesive around the objective lens issues could not be determined, however, the issues were likely due to repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use sections below: important information ¿ please read before use - warnings and cautions. Warning: ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a crack on scope body, water tightness is lost, elevator channel plug is loose, due to wear of forceps elevator lever, up/down knob cannot be locked securely, scope cover has a crack, in the ccd (charge-coupled device) unit, the position of the ccd cable has a limited length for repair, due to damage on ultrasonic probe, the number of missing element exceeds the standard value, due to damage on acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image is defective, acoustic lens is damaged (damage level; does not reach to the glue-layer), acoustic lens is detached (damage level; does not expose the glue-layer), adhesive around objective lens has a crack, and adhesive on bending section cover is detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope is leaking. The issue was found during internal inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between acoustic lens and ultrasound probe and the adhesive around objective lens has a crack. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.